Event description:
Caller reported a tandem mobi cartridge alarm that caused their blood glucose to exceed a specific value, indicated as "high." To address this, the customer changed the cartridge and infusion set, resuming insulin delivery successfully. Technical support confirmed the cartridge alarm and decided to replace the pump. The caller was advised on using the replacement and returning the problematic pump to tandem.